Manufacturer narrative:
A visual examination of the returned device revealed there were no visual abnormalities found. Functional check revealed device was cocked and fired ten times with no issues. The device history record (DHR) was performed; no anomalies were noted. A review for similar complaints within the batch number was completed and there were no other complaints associated with this batch. The root cause of the reported malfunction could not be determined.

Event description:
It was reported to boston scientific corporation in 2006, that a easycore biopsy device was used during a prostate biopsy procedure (patient age and weight unknown) one day prior. The product kept misfiring, due to the trigger not catching as the physician pulled back on it prior to entering patient. The procedure was completed with another easycore biopsy device.